Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced continuous glucose monitor (cgm) inaccuracies and severe low event. The sensor was inserted into the abdomen on (B)(6) 2017. It was reported that the patient was sitting on a folding chair at her father's house and then found herself sitting on the floor. The patient started to become unaware of her surroundings due to having low blood glucose (bg). The next thing the patient remembered was two emergency medical technicians (emt) and two policemen being present at the time of event. It was indicated that the patient's cgm was reading 107 mg/dl but when the emt performed a finger stick on the patient, the patient's bg was 24 mg/dl. The patient was treated on site with an intravenous (IV) that is unknown. The patient was also given orange juice and a peanut butter and jelly sandwich. The patient was not taken to the hospital. The patient stated that she believes her little sister dialed 911 when she experienced the low bg. At the time of contact, the patient was doing okay. No additional patient or event information is available. Data was provided for evaluation. The reported event of inaccuracies could not be assessed because calibrations were not available for analysis. The customer complaint was not confirmed. A root cause could not be determined. Reportedly, the patient was taking medication containing acetaminophen. Labeling indicates: taking medications with acetaminophen (such as tylenol or excedrin® extra strength) while wearing the sensor may falsely raise your sensor glucose readings. The level of inaccuracy depends on the amount of acetaminophen active in your body and is different for each person.